Event description:
A permanent pacemaker was placed in april 1990 due to a history of recurrent syncope which was thought to be secondary to infranodal block associated with a prolonged hv interval and chronic left bundel branch block. At that time, he had not manifested evidence of complete heart block. He underwent insertion of a medtronics model 8416 pacemaker, serial #xt2109757h. The patient presented to the physician's office on 7/29/92, with 1-2 day history of recurrent episodes of dizziness, lighteadedness, decreased exercise tolerance and near syncope. He was evaluated via holter monitor and found to have up to 5.9 second pauses associated with failure of the pacemaker to pace. Lead resistance had fallen from 560 ohms to 305 ohms. Lead replacement occurred on 8/3/92.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: insulation. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.